Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.

Event description:
While using the pacel temporary pacing lead, there was a perforation of the right ventricle. The patient is currently stable.